Event description:
It was reported that the device got stuck with the guidewire. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device got stuck with the guidewire. The catheter and guide wire were removed as a single unit and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6).